Event description:
Pt was revised, due to migration of the cup causing loosening. Intraoperatively noted wear of the liner.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both product codes associated with this event are inactive/obsolete. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.